Event description:
Reporter noted system displayed a warning message when ready to use phaco. After trying another handpiece, and recycling power, system displayed same message. Changed to ecce to complete procedure.